Event description:
The customer reported that this battery shutdown unexpectedly while in use. There was no report of pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.